Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gi bleeding, right ventricular dysfunction, and small left ventricle could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as the log files did not capture any low flow alarms. The controller event log files contained data on (B)(6) 2020 and (B)(6) 2020. The pump operated at or above the low speed limit for the duration of the log file. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The account reported that the patient was admitted with gi bleeding. The patient reportedly experienced intermittent, asymptomatic low flow alarms prior to the bleeding. The patient reportedly had a small left ventricle diameter and moderate right ventricular dysfunction. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them the heartmate 3 lvas IFU, is currently available. This IFU lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with gastrointestinal bleed. There were reports of intermittent brief asymptomatic low flow alarms prior to this. He does have a small left ventricular diameter (4.6 cm), mild to mod right ventricular dysfunction. Hematocrit was adjusted due to gastrointestinal bleed. Log file analysis showed multiple pulsatility index events that were occurring on (B)(6) 2020 from 8:43:15 to 9:19:11. All pulsatility index events will cause the ventricular assistance device speed to drop to its low speed limit, which is currently set at 4900 rotations per minute. Further analysis showed 122 pulsatility index events occurring from (B)(6) 2020 4:47:43am to 7:57:20am. All pulsatility index events will cause the ventricular assistance device speed to drop to its low speed limit, which is currently set at 4700 rotations per minute.